Manufacturer narrative:
The product investigation could not identify a root cause. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient developed iritis/inflammation. Additional information was provided by the surgeon, who reported that the surgery was uneventful and usual one month post op course. Approximately two months later, the patient complained of decrease vision and 4+ cell were noted. Topical steroid medication was started every one hour. The event continues and the patient is still on topical steroid with improved vision/iritis.